Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 3 leads (from the same lot) implanted at part of her axium neurostimulator system. Two leads were placed bilateral at s3 and one lead was placed at t12. It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention was undertaken and both leads implanted at s3 were explanted and replaced. Reportedly, effective therapy was restored postoperatively.